Event description:
Additional information was received reporting that more portions of the lead extruded through the patient's skin at the neck site. As a result the patient had their entire vns system removed. The devices were discarded after the procedure. The physician believes this was due to the infection at the site that never cleared up despite multiple rounds of antibiotics. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient developed an infection at the neck implant site. The site developed a spot, popped, and produced green slough and the tie-down clip came out of the wound. It was later noted that the patient had a stitch sticking out of their neck shortly after implant and cut it themselves and developed an infection about 2.5 months after implant. It was also noted that the patient had a dental abscess that was the likely cause of the tie-down extrusion. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.